Event description:
Boston scientific crm received information that following an atrial fibrillation and arterial flutter ablation procedure, the physician wrote an order for an atrial lead revision. No additional information provided as to the reason for lead revision. The right atrial lead was explanted and a new lead was successfully implanted. No adverse patient effects were reported. There was no explant date provided and it is unclear if the event date was when the ablation occurred or when the lead was explanted.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.